Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently was revised approximately thirteen (13) years post surgery due to metallosis causing pain and hydrathrosis of the right knee. The poly was worn out and the femoral component was in contact with tibial component. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 627502709, lot number: 1621224, brand: natural knee tibial insert. Unknown femoral component. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-06660, 0001822565-2018-06664. Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately 13 years post surgery due to metallosis causing pain and "hydrathrosis" of the right knee. Attempts have been made and additional information on the reported event is unavailable.